Manufacturer narrative:
Unit passed functional test including displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Multiple boluses were delivered and properly recorded in bolus history and daily totals. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 470mg/dl and bolus issues. Customer treated with a bolus. Troubleshooting found that the high pressure test failed and the pump clock was off by 1 hour. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.